Manufacturer narrative:
(B)(4), unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, during a vertebral body augmentation (vba) procedure, the surgeon encountered a sclerotic bone which made it very difficult to pull out the introducer needle. During his attempts to pull it out of the vertebrae, the needle broke from its handle. He later succeeded to pull out the needle itself from the patient and the patient was not harmed. Surgical delay and procedure outcome is unknown. There was no patient consequence. This complaint involves one (1) device.